Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the issue was isolated to a shorted camera signal wire harness. The faulty back shell assembly was replaced. The monitor and baton passed the video image test; both functioned properly. The device was returned to the customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was an intermittent issue of the display cutting out. Flexing the case brought out the issue. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.